Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves which resolved the issue. Patient age, gender, weight and ethnicity: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion selective electrodes) patient results and quality control (qc) on cell 1 and cell 2 for sodium (na), potassium (k), and chloride (cl). The false high results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for two patient samples.